Event description:
Inform ii user reported: 2/13/2015 @ 12:38 p.m. Fingerstick with uu13125528 was 27 mg/dl staff administered treatment after obtaining 27 on the meter. The type of treatment was not provided. 2/13/2015 @ 12:42 p.m. Fingerstick with uu13125528 was 395 mg/dl. Caller did indicate that this patient was unconscious after this discrepancy. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.